Event description:
A child had a seizure and was hospitalized because of defective thermometer that was way off. The thermometer was off by several degrees. It is made by walgreens. It is a flex tip 2 second digital thermometer with 2 second reading, (B)(6).